Manufacturer narrative:
Method: device inspection and device history review. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device was greater than 4 years old at the time of the event. The inserter was confirmed to have a fractured tip during visual inspection of the returned device. Conclusion: the plausible root cause of the reported event is multifactorial: normal wear based on the device age, and a user applied cantilever overload based on materials analysis.

Event description:
It was reported that, inserting 7mm short unilif bone into l1-t12 disc space. Upon insertion and impact, one of the prongs of the inserter broke off. All pieces of the instrument were recovered successfully.